Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. A manufacturing non-conformance was not identified. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. Based on the information received, the root cause is most likely operational context and patient's clinical condition. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: "because of the complexity and variation in the surgical procedure of cardiac valve replacement, the choice of surgical technique is left to the discretion of the individual surgeon." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that the 27 mm pericardial mitral valve was explanted at implant due to av groove disruption. The explanted device was replaced with a 25 mm pericardial valve. Intraoperatively, there was good exposure of the mitral bioprosthetic valve which was removed due to bioprosthetic mitral regurgitation. The old valve and pledgets were removed. The annulus was sized to a 27 mm pericardial valve. The valve was placed and seated. Cor knot was used to secure the knots. The cross-clamp was removed. The heart was filled and the valve¿s function was good. At this point, blood was coming up from the back side of the heart. It was clear the patient had an av groove dissociation. The surgical team decided that the only way to fix the av groove dissociation was to remove the valve and repair the hole. Therefore, the patient was placed back on cpb. The left atrium was reopened and the 27 mm pericardial valve was removed. There was a large tear between the atrium and the ventricle. A bovine patch was sewed in. The ventricular muscle tissue was very poor, but surgical team was satisfied with the repair. The mitral annulus was re-sized to a 25 mm pericardial valve. The valve was implanted and functionality was checked. The valve was well seated with no perivalvular leak. A small amount of bleeding from the back side of the heart was noted. The source of the bleeding was not found. The surgical team decided that a third attempt to fix the issue would be unsuccessful and that the patient would not survive a third cross-clamp. The patient's tissue were not strong enough to hold a patch or hold together under this circumstance. Therefore, the decision was made to try to get the patient off pump and take her upstairs and see if pressure and chest closure could get the bleeding to stop. The patient was weaned off from cpb without a problem. The chest was closed. Patient tolerated the procedure well and was taken to the ICU in critical condition. Unfortunately, once she arrived to the ICU and despite the fact it appeared the bleeding was slowing down, she had a ventricular fibrillation arrest. Multiple shocks and chest compressions were unsuccessful and the patient expired.